Event description:
Patient presented to the physician with sense lead malfunction. Surgery to replace the sense lead was performed to restore therapy, not to address or prevent patient injury. During surgery, it was discovered that the tip of the implanted sensing lead had separated from the lead body. C-arm fluoroscopy was used to locate the sense lead tip for removal and a new sense lead was implanted. Removal of the lead resolved the patient¿s issue.